Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail#: (B)(6). Investigation summary: it was reported that syringes are extremely difficult to plunge. To aid in the investigation, one empty sample with no packaging flow wrap or tip cap was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible that syringes that are towards the high specification limit are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 6 bd posiflush syringes had difficult plunger movement. The following information was provided by the initial reporter: "we have run into a small handful of these flush syringes (6 ea) that are extremely difficult to plunge. Some with little to no movement in attempting to plunge."